Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer alleged pump has cosmetic damage (cracked battery compartment). Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: cracked retainer, cracked case on corner of belt clip rails, cracked case above arrow and battery icon, cracked battery tube threads, cracked keypad overlay, and peeling serial number label. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails and cracked battery tube threads was noted.

Event description:
Information received by medtronic indicated that the insulin pump had cracked on back of the battery. No harm requiring medical intervention was reported. The customer will discontinue use of the device.